Event description:
It was reported that 2 unspecified bd smartsite¿ infusion sets had air bubbles/air in the line during use. The following information was provided by the initial reporter: "2 clinicians discussed how they troubleshoot for ail. 1 clinician reported detaching the IV set from the patient to run the air out of the line. 1 clinician reported for little bubbles they would not detach the IV set from the patient and for big bubbles they would use a syringe at a smartsite to remove the bubbles."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd smartsite¿ infusion sets had air bubbles/air in the line during use. The following information was provided by the initial reporter: "2 clinicians discussed how they troubleshoot for ail. O 1 clinician reported detaching the IV set from the patient to run the air out of the line. O 1 clinician reported for little bubbles they would not detach the IV set from the patient and for big bubbles they would use a syringe at a smartsite to remove the bubbles."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that there was air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.